Event description:
It was reported that the 980 ventilator failed the circuit pressure test with an "inspiratory auto zero solenoid not operational" message, during the extended self test (est) and short self test (sst). There was no patient involved.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the 980 ventilator failed the circuit pressure test with an "inspiratory auto zero solenoid not operational" message, during the extended self test (est) and short self test (sst). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that the sst failed circuit pressure test, inspiratory autozero solenoid not operational, and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). During testing, the unit failed the exhalation backup ventilation test. Sp reseated exhalation valve (ev) and ev cables and connections to correct the issue. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned to medtronic for analysis. A visual inspection of the returned ifm pcba was conducted, and no faults or damage were observed. The ifm pcba was installed in the test ventilator and powered up normally. During est, the ventilator failed the circuit pressure test with the ""inspiratory auto zero solenoid not operational"" message. The ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was determined to be a faulty autozero solenoid (so1). The serial number of the ifm pcba is in scope of the existing internal corrective action. Additionally, the exhalation backup ventilation test failure was isolated in the field to a potentially loose connection with the ev and/or ev cables. This event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.